Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had not reported any symptoms. The customer was treated with pump. Customer's current blood glucose value was 400 mg/dl. Customer declined to troubleshoot for high readings. Customer states that the set put in has several kinks in and bend. Customer states this one did not come off straight. The product was not returned for analysis.